Event description:
This patient experienced what was felt to be a transient worsening of his baseline aphasia following a stenting procedure of the left internal carotid artery (ica). The patient also suffered from right arm weakness. A cat scan of the head w/o contrast revealed an acute/subacute, nonhemorrhagic infarct involving the left precentral gyrus. Diagnosed as ischemic stroke. The patient is a male with a history of diabetes, left cerebral cva and critical left internal carotid artery stenosis, coronary artery bypass (1996), defibrillator, exertional and unstable angina, cholecystectomy, bladder cancer, chf, hypertension, chronic renal insufficiency, recurrent bronchitis and pneumonia. The patient was enrolled into the sapphire study because it was felt that he was at high risk for carotid endarterectomy surgery. The patient was taking coumadin at baseline. After performing arch and selective angiography of the target vessel, it was found that the patient had an 80% stenosis of the left ica. The lesion was crossed with a 6mm angioguard embolic protection device, which was placed into the petrous portion of the left ica. The embolic protection device was deployed without incident and was adequately opposed to the vessel wall. The patient was pre-medicated with atropine. Heparin was also given intravenously throughout the procedure. Pre-dilation of the target lesion was performed with a 4mm x 20mm aviator balloon. An 8mm x 40m precise stent was advanced and successfully deployed at the lesion. A 5mm x 20mm aviator balloon was advanced to post-dilate the stent. Follow-up angiography demonstrated a less than 20% residual stenosis with good wall apposition of the deployed stent. The angioguard device was recaptured, without incident. Completion angiography demonstrated excellent flow through the stented segment of the vessel with preservation of flow through the left middle cerebral artery and anterior cerebral artery.

Manufacturer narrative:
Repeat cerebral angiography demonstrated no significant change from baseline to the second and third order branches. The patient was taken to the ICU and monitored closely for post-procedure cva. The evening of the procedure, the patient started to experience right arm weakness. A CT scan was performed and an ischemic stroke was diagnosed. Heparin therapy was given and the patient was restarted on coumadin. The patient's aphasia had resolved by post-procedure day number two. The patient's right arm weakness was improving by post-op day number three he was able to move his arm against gravity. The patient is not quite at baseline with his arm movement and will need physical therapy. The patient's aphasia has returned to baseline by discharge. Discharge medications: precose, aspirin, calcitriol, atacand, digoxin, lopid, glucotrol, lantus, lovastatin, nitroglycerin, coumadin, bumex, coreg, levaquin. The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.